Event description:
Physician could not position stent. In pulling stent out, physician could not park the stent in the guide sheath. Physician then tried to pull both out at the same time. In the process of retrieving the stent and guide sheath, the stent came off. The stent was retrieved by using a snare. Pt was okay.